Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, abnormal sidingar guidewire during catheter placement prevented catheter advancement. It was reported this occurred with two devices. This report addresses both devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damage to the guidewire was confirmed but the cause is unknown. A single photograph of a guidewire was returned for evaluation. The guidewire was held in a gloved hand with one end of the wire visible. The end of the guidewire appeared to contain an irregular shape. However, the characteristics of the damage could not be determined from the returned photograph; it could not be determined if the damage was due to a kink in the wire, displaced coils, or another characteristic. As the distinguishing features were not clear in the returned photograph, no information was available that could aid in identification of a specific root cause. The remaining device was not returned for evaluation. This complaint will be recorded for future trending and monitoring purposes.